Event description:
This x-ray system had a board (vccom) fail during the startup of the system. The x-ray system no longer displays images and no digital processing is possible.

Manufacturer narrative:
Eval: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.